Event description:
Anodyne therapy is claimed by the manufacturer to reduce the numbness and pain of peripheral neuropathy, a condition I have. I had a treatment which was administered at an authorized anodyne therapy center and had a horrible reaction, namely a severe worsening of my condition which may be irreversible. I also now have severe back pain which I did not have when I went there. I don't have a back problem, at least I didn't when I went there. I had been told that worst case reaction was that the therapy would do nothing.